Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, 130 mg/dl and current blood glucose level was 190 mg/dl. Customer treated with insulin shots. Customer alleging possible insulin pump under delivery. Customer continue insulin pump troubleshooting for possible causes of high blood glucose level. The insulin pump will not be returned for analysis.